Manufacturer narrative:
Reference number (B)(4). Catalog number is the international list number which is similar to us list number of 062912. The device involved in the event remained was not returned; therefore, a return sample evaluation is unable to be performed. Buried bumper is a known complication of a peg- j tube placement. If any further relevant information is identified or obtained, a supplemental medwatch will be filed.

Event description:
On an unknown date, a patient in (B)(6) underwent a procedure for the placement of percutaneous endoscopic gastrostomy (peg) tube with jejunal (peg-j) tube. After an unspecified amount of time, the tube was changed with some difficulties. The collar of the old tube was completely subcutaneous and they failed to remove it. A new duodopa tube was installed, next to the old orifice. They prescribed local care with betadine, and will see it again at day 7, day 15, week 6 and month 3 after the installation.